Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with an alleged inaccurate delivery from the pump. The reporter stated that the patient¿s blood glucose was greater than 500mg/dl with symptoms of abdominal pain/vomiting and no ketones. Reportedly, the patient¿s healthcare provider (hcp) recommended insulin via the pump and an insertion site change. It was reported that the hcp had not made pump setting adjustments before or after the event and the patient remained on the pump. Troubleshooting determined that the patient had been miscounting carbohydrates and bolused incorrectly. It had been determined that the total daily doses matched the basal delivery totals in the active basal program indicating the pump was delivering accurately at the time of the alleged event. This complaint is being reported for alleged hyperglycemic event associated with use error of the pump.